Manufacturer narrative:
Zimmer biomet complaint number (B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product location is unknown.

Event description:
It was reported the patient underwent an initial knee revision 11 years post-implantation due to loosening of the tibial component. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information. Concomitant medical product: catalog #: unknown, femoral component, catalog #: unknown, lot #: unknown; catalog #: unknown, articular surface, catalog #: unknown, lot #: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Review of the device history record (DHR) found two scrapped parts, which could likely be related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a revision due to loosening of the tibial component 11 years post-implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.